Event description:
It was reported, the patient had an angle locking recon plate implanted on (B)(6)2008 for mandibular reconstructive case (cancer resection). On (B)(6)2008, the patient reported pain in the mandible, an x-ray showed the plate was broken. A revision surgery was performed on (B)(6)2008 to remove the broken plate. No graft was used in the surgery, although the IFU indicates a graft should be used for support in mandibular reconstructive cases.

Manufacturer narrative:
IFU specifically states mandibular reconstructive devices must be supported using a graft. There was no graft used in this procedure. The warnings in the package insert state this type of event can occur. There have been no trends identified related to this type of event. The user facility is foreign; therefore a facility medwatch report will not be available.